Event description:
Boston scientific crm received information that the patient implanted with this device presented to the emergency room (ER) following the deliver of several therapeutic shocks. The device was interrogated and identified that the shocks were delivered inappropriately due to atrial tachycardia. The device eventually exhausted therapy.

Manufacturer narrative:
The attending ER physician was going to consult the on-call cardiologist. No programming changes were made by our local area representative. As of today, all available information indicates that this device remains in service.